Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse cleaned the unit and checked the fans, but found everything to be ok with the unit. Unit released to customer for use.

Event description:
It was reported that during a routine check performed by the customer it was observed that the cardiosave intra-aortic balloon pump (iabp) overheated. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h4, h6 (investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1 (contact person).

Event description:
N/a.